Event description:
On 3/31/24 an ilet user reported they experienced a low blood glucose (bg) event which resulted in hospitalization on (B)(6) 2024. The user reported they did not completely lock the cartridge into place. The ilet continued to give corrections to the user; however, the cartridge was just being pushed out of the chamber and no insulin was administered. The user realized that their bg levels were high (381 mg/dl), and the cartridge was being pushed out. The user forced the cartridge back into the chamber which pushed the remaining insulin into the user all at once. The user then gave themselves an injection of (B)(4) units of novolog. This rapidly took the user from a high bg to a severe low bg (29 mg/dl). The user then disconnected from the pump and called their husband to come home. The user ate a half jar of honey but was continuously vomiting. The user also reported they experienced loss of consciousness, seizure, and weakness. The husband then called ems. Upon arrival, ems administered (B)(4) packets of a glucose gel. The user was taken to the hospital by ambulance and was given IV dextrose. The user was discharged from the hospital and took (B)(4) units levemir and (B)(4) units novolog. The user was disconnected from the ilet. A beta bionics customer care agent showed the user how to lock the insulin cartridge into place and the user confirmed that they did not lock the cartridge in place properly. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) followed-up with the user. The cds reviewed never to force the insulin cartridge into the ilet, especially while connected, as it can deliver insulin into the body. The cds also reviewed if insulin is taken outside of the pump do not reconnect for 90 minutes to avoid insulin stacking. The user restarted on the ilet on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. Factory reset was found in the logs on 2024-03-27. Audio setting was found to be logged as "low" on 2024-03-30 at 2:45pm. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial entry on 2024-03-27 at 11:57am. Data on the described event date of 2024-03-30 was reviewed, however no log entries matched complaint description. Closest match to complaint description was on 2024-03-28. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No evidence of device malfunction were seen in the engineering logs. The ilet was found to be behaving as intended by appropriately triggering low cgm glucose alerts. The ilet was not found to be making requests for insulin throughout the low event and did not resume basal requests until after cgm glucose was at least 120mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs, the ilet operated as intended. The user's reported behavior of delivering a manual injection while still connected to the ilet as well as the unintentional insulin delivery from forcing the cartridge into the device resulted in excessive insulin on board and is what caused the severe hypoglycemic event.